Manufacturer narrative:
Bayer r and I product analysis received and examined the returned syringe from lot number 135215 and identified the presence of two particles in the fluid path. The first particle measured approximately 3.64 mm x 2.56 mm and the second measured approximately 1.19 mm x 2.53 mm. Material extension on both particles were observed that could break off into the fluid path. Comparison of the material extensions with the inside diameter of the range of catheters used for radiology injection concluded that, due to possible fragmentation, the potential of injection into the pt exists. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use." This visual inspection ensures particulates are noticed and mitigated, which is what occurred in this reported instance. In the event additional info is obtained, a follow-up report will be submitted.

Event description:
The site reported the following: after opening a CT syringe kit (ctp-200-fls) and upon inspection of the syringe, a small ball of plastic was noticed in syringe tip.